Event description:
A report received from a user facility in (B)(6) stated that a patient who received liposonix treatment on (B)(6) 2017 on abdomen and flanks reported a 2nd degree burn with blisters on lower abdomen. One hour after the procedure the patient called the doctor complaining of pain and three hours later he called again complaining that 4-5 small blisters had appeared on the treated area. The doctor asked the patient to come back. Five hours post procedure, the blisters accumulated to 1 bigger blister. The blister was drained and treated with heal light laser ( red light) for faster wound healing. The patient was also prescribed oral antibiotic, hydrocolloid dressing for 7 days and prednisolone oral for 1 day. The pain is gone and the burn is resolving.

Manufacturer narrative:
The cartridge used during the reported event was returned and evaluated. The visual examination of the rtc found a pin hole near the edge. The rtc passed transducer scalin factor.